Event description:
It was reported that the patient presented to the clinic for a follow up with pectoral stimulation. Interrogation of the pulse generator noted that the right atrial (ra) lead had intermittent capture, no sensing, elevated impedance measurements and the lead was also over-sensing noise which was reproducible during arm movement resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.

Event description:
New information received indicates that chest x-ray performed confirmed that the lead had dislodged.